Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "check vent: proximal pressure sensor auto zero failed" error code (110b). There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a "check vent: proximal pressure sensor auto zero failed" error code (110b). The rse noted that the event log was reviewed, and the error code was confirmed. The customer reported that the solenoid valves, data acquisition were replaced but were tested with used parts; the customer could not confirm if the used parts were "good." The rse recommended checking the pin alignment on the replaced parts. The customer was provided with the part numbers for replacement solenoid valves, and a data acquisition board. The investigation is ongoing.